Event description:
It was reported to medtronic minimed that the customer experienced crack on the battery compartment while hospitalized due to diabetes ketoacidosis . The event involved product(s) mmt-1885. Troubleshooting was performed for damage and found that the functionality of the pump was affected due to the damage and no longer water proof. No further patient complications were reported. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump was received with a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08750 inches. The pump was monitored, no unexpected pump error 43 alarm noted. No unexpected pump error 37, 38, or 130 alarms, insulin flow blocked alarms, or displacement anomalies noted during testing. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the primary svn#: (B)(4) event date of 03-aug-2025 and related svn#: (B)(4) event date of 02-aug-2025, there were no unexpected alarm(s)/suspends recorded in the formatted history file. On the primary svn#: (B)(4) event date of 03-aug-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 183000 (18.3 u) and dailytotalofbolusinsulindelivered = 312250 (31.225 u) which is equal to the dailytotalofallinsulindelivered = 495250 (49.525 u). All bolus/basal were delivered in auto mode/manual mode. On the related svn#: (B)(4) event date of 02-aug-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 225750 (22.575 u) and dailytotalofbolusinsulindelivered = 188500 (18.85 u) which is equal to the dailytotalofallinsulindelivered = 414250 (41.425 u). All bolus/basal were delivered in auto mode/manual mode. In further review of the formatted history file 1 week prior to the primary svn#: (B)(4) event date of 03-aug-2025, related svn#: (B)(4) event date of 02-aug-2025 and 2 days prior to the related svn#: (B)(4) event date of 07-aug-2025, these pump error(s)/alarm(s) were noted: insert battery alarm was found on: (B)(6) 2025 21:45:29.000 failed battery alert/battery failed alarm was found on: (B)(6) 2025 21:44:54.000 (B)(6) 2025 21:45:07.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2025 at 07:08:58 am. There was no power data available for the date of (B)(6) 2025. Unable to check power data for failed battery alert/battery failed alarm. No unexpected failed battery alert/battery failed alarm noted during testing. Lostsensor1alert (780) was found on: (B)(6) 2025 02:12:00.000 (B)(6) 2025 02:22:00.000 lostsensor2alert (781) was found on: (B)(6) 2025 05:00:00.000 (B)(6) 2025 05:10:00.000 sensorerroralert (801) was found on: (B)(6) 2025 14:36:05.000 to (B)(6) 2025 15:46:07.000 (B)(6) 2025 12:36:08.000 to (B)(6) 2025 13:46:07.000 (B)(6) 2025 00:36:08.000 to (B)(6) 2025 01:56:00.000 (B)(6) 2025 19:50:31.000 (B)(6) 2025 02:43:46.000 to (B)(6) 2025 06:03:00.000 sensorexpiredalert (794) was found on: (B)(6) 2025 10:11:09.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor error alert, sensor expired alert or unexpected sensor errors or anomalies were noted during testing. Multiple no delivery alarm/insulin flow blocked alarm were found on (B)(6) 2025 during bolus/basal/prime deliveries. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Pump error 43 alarm was found on: (B)(6) 2025 21:44:05.000 pump error 41 alarm was found on: (B)(6) 2025 21:44:05.000 the pump was cut open to perform visual inspection and found slight corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.42 mv). Pump error 43 alarm and pump error 41 alarm were confirmed according in the formatted history file, due to slight corrosion on the pcba 1 and pcba 2. The pump was received without a battery. The pump was received without a battery cap. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Cosmetic damage was confirmed at the case - battery compartment of the pump during analysis: the pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for exposure to magnetic field or MRI was not confirmed. However, pump error 43 alarm and pump error 41 alarm were confirmed according in the formatted history file, due to slight corrosion on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.